Event description:
Initial information regarding this report was obtained on august 5, 2003, during a routine visit to the facility by the sales representative. Detailed information was subsequently provided by physician on august 21, 2003. The patient was diagnosed with metastatic liver cancer. They were taken off their coumadin regimen prior to initiation of biopsy. 12 hours later, clot was discovered in their sfa and popliteal arteries. A trellis reserve was used to treat the condition. The first run was used to treat the sfa successfully. The device was repositioned to treat the distal portion of the clot, which was estimated to be 35cm long, in the popliteal artery. The diameter of the vessel was estimated to be 4mm. The physician inflated the distal balloon and confirmed the inflation via fluoroscopy. The volume used to inflate the balloon is unknown. According to the physician described the balloon as "cylindrical-shaped". Thereafter, the physician noted that the balloon suddenly grew in size and formed a bulbous shape. A follow-up angiogram revealed extravasation of contrast solution through the vessel. There was no immediate resolution. Sometime between 24 to 48 hours later, the patient developed swelling in the calf. A faciotomy was performed to decompress the calf muscle, and a surgical repair of the popliteal artery was completed. The patient recovered with no clinical sequelae.